Event description:
The facility representative reported, an infusion pump with a "dead" battery before use. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition was confirmed. Inspection of the device revealed fail code 570 in the event history. Fail code 570 was due to depleted batteries. The batteries were potentially damaged and were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).